Event description:
It was reported that during an unknown procedure, "the device failed to fire appropriately." Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 07/08/2009. Articulation gear teeth. Evaluation summary: the analysis showed that the ats45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device. The cartridge reload was received fully fired. The returned device was tested for functionality with a test reload on the three articulated positions; when fire to the left, right and center the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reched on what caused the damage on the articulatlion gear, it is possible that the device was articulated beyond its articulatlion stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected. A batch record review was performed, and no anomalies were found during the manufacturing process.